Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that there was a speaker malfunction inop on the device. The fse confirmed that the speaker malfunctioned. There was no allegation of an adverse event or any patient or user harm.